Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Information received from a consumer reported that she was charging too often. The battery wasn¿t even lasting 24 hours. The last time the consumer was at the doctor¿s office on (B)(6) 2015, they changed the settings. The consumer said that the doctor didn¿t feel that it would affect charging. It was noted that the consumer did not have any recent unrelated medical procedures or activities/electromagnetic interference related to the event. The consumer had two falls in the last year but nothing that affected the device. The consumer was to follow-up with the health care provider. It was reported that there were no symptoms. The issue occurred during use on (B)(6) 2015. No further troubleshooting or cause was available. Follow-up was conducted to obtain this information; if additional information is received the a supplemental report will be sent. The consumer¿s indication for use was noted to be post-laminectomy pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the manufacturer representative turned the settings down to resolve the issue of recharging too often. The circumstances that led to having to recharge too often included the healthcare professional changing the settings so the patient would not feel the pulses as much. If additional information is received, a follow up report will be sent.